Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad numbers 3, 6 and 9 were inoperable. The problem was found in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a damaged 3,6 and 9 keys on keypad. The reported condition was verified. The device was found out of specification in relation to the customer reported 'the 3,6 and 9 column on the keypad is inoperative' which was reproduced during service by troubleshooting of the device. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.